Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient used to charge every week and a half. Now they charge every 4 days. The patient always charged when it was about 25% of the ins charge remaining. Right before the ins depletes completed the patient experiences series of shocking feelings or a heavy surge in their back and down their legs. The patient did not feel this sensation any other time when the ins got low. This had been occurred for 2 months or more. It was noted that the patient was not using adaptive stimulation (as). The patient had not had any recent reprogramming. The patient had a fall up the stairs about 2 months ago but they did not think they fell right on the ins. Therapy impedance check completed and value is: group a: 2+ 3- 4- 5+ 3.6v, 450 pw, 75 rate, 24 hours/day with 433 ohms, 8.01 ma. The caller performed impedance check prior to call at 0.7v and noted 5-9 pair was less than 50 ohms. Recharge calculations were performed and resulted in bol 9.00 days. The caller ran impedances a few more times between first and second call with technical services (tss) and noted that one of the measurements showed 6-10 pair as less than 50 but then when impedances were run again with tss on the phone, the only pair out of range was 5-9 at less than 50 ohms. Caller provided the following specifics after running impedances at 1.5v (in ohms): ref 0 - all around 1000 ohms ref 2 - all around 1000 ohms, 8 is 1511 ref 3 - all around 1000 ohms, 8 is 1351 ref 4 - all around 1000 ohms ref 5 - all around 1000 ohms, 9 is less than 50 ref 6 - all around 1000 ohms, 10 is 441 ref 9 - all around 1000 ohms, 5 is less than 50 ref 12 - all around 1000 ohms, 8 is 1483 no further complications were reported.